Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger cord was frayed. A replacement was sent. No patient symptoms were reported. Patient rep called back stating calling previously to have desktop charger replaced and noticed right when they got it the pin on the end was loose. Yesterday it fell apart when plugging in. Agent sent request to repair. The patient rep called back and repeated information regarding the broken dtc connector pin reported in the follow up note from 20-apr-2026. The caller was expecting the replacement dtc to be delivered yesterday, but per fedex it was delivered to the wrong address. The caller was getting worried because the patient's ins battery level was getting low, and they said the patient could end up in the hospital if the therapy turns off. The caller said they spoke with manufacturing rep today to express their concern, and the rep advised the caller to call patient services to see if a request for another dtc could be made for overnight delivery. Agent checked fedex tracking, which aligned with what fedex told the caller. Agent reviewed that another repair request could not be submitted since the package is showing as ready for delivery.